Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used normally, the pump could not be pressurized, resulting in the body of the penis could not erect. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders passed visual inspection. No damage or abnormalities were found. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leak and functional test. Based on the information available and analysis results, the allegation of mechanical issue is unable to be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used normally, the pump could not be pressurized, resulting in the body of the penis could not erect. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.